Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Advised the pump will need to be replaced and revert to back up plan. The insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. No frozen screen anomaly noted during testing.